Event description:
Bone cement mixed in cartridge then loaded in cement gun started to inject into femur, cement injected partial and set up hard in the cartridge, would not dispence - removed partial cement from femur - mixed new batch of cement same lot#, worked properly.